Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of dissection and hemorrhage are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. Factors that contribute to difficulty closing the foot and difficult to remove the device may include, but are not limited to, tissue or suture caught in the foot, posterior cuff partially deployed in the foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty closing the foot could not be confirmed as the foot of the returned device was verified to function as expected. The reported difficulty retracting the plunger could not be confirmed as the plunger was removed from the handle with no resistance noted. The reported difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The follower was bent. The bent follower indicates the lever was attempted to be closed while the plunger was depressed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of dissection and hemorrhage are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. A conclusive cause for the reported difficulties could not be determined based on the returned device analysis. The subsequent treatment appears to be related to procedure circumstance. In this case, it is possible that user error was the cause of the difficulties. A bent follower occurs because of lever activation with the plunger depressed. In this condition resistance removing or retraction would increase, and with the follower in the lever, the difficulty to open or close would result. Other factors for difficulty to open or close as well as some difficulty to remove or retract are suture/cuff caught in the foot, posterior cuff partially deployed in the foot, and/or events related to the cuff miss. The reported patient effects of dissection and hemorrhage are known inherent risks of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - device returning update from no to yes h6 type of investigation code- 4115 removed. H6 investigation findings code - 3221 removed.

Event description:
Subsequent to the initially filed reports, the following information was received:the physician was unable to remove the plunger prior to attempting to close the foot. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the foot became stuck in the open position and caught on the vessel wall. The device was removed with resistance, but no excessive force applied. Angiography revealed bleeding and a local dissection at the puncture site. The tavi procedure was abandoned. Two non-abbott covered stents were implanted to treat the bleeding and dissection. Hemostasis was achieved with the two covered stents. There was a reported clinically significant delay in procedure. The patient was hospitalized and the tavi procedure was performed 2 days later with a good outcome. No additional information was provided.